Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an ambulance transported customer to the emergency room due to a blood glucose level of 27 mg/dl which resulted in a seizure and loss of consciousness. The customer was treated with intravenous fluids of saline. Reportedly, the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Additionally, it was reported that the pump touch screen was on, but the display remained black. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.